Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4552 on a vitros xt7600 integrated system. A definitive cause of the event was not established. Reported qc fluid performance indicates vitros tropi es lot 4552 was performing as expected leading up to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4552 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Inadequate maintenance of the instrument also cannot be ruled out as a contributor to the event. An ortho field engineer indicated that operators at the customer site were not cleaning the microwell incubator as expected. Cleaning of the microwell incubator had not occurred as scheduled leading up to the event. An ortho ls retrained operators in cleaning of the microwell incubator following the non-reproducible, higher than expected vitros tropi es result for patient 1. A within run precision test performed five days following the event indicated acceptable instrument performance. However, as no precision testing was conducted closer to the date the non-reproducible, higher than expected result was obtained, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not determined whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4552. Email address for contact office above is (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4552 on a vitros xt7600 integrated system. Patient sample 1 result of 0.139 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).